Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a e223 error message. Also, evaluation found the connector was damaged and the power cord was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the 4k camera head had no image. The issue was found during the preparation for use. An engineer checked the device and confirmed there was no image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged electrical contacts of the connector could not be identified. The event can be detected/prevented by following the instructions for use which state: ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.